Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 219 mg/dl and sensor glucose was 114 mg/dl at the time of the incident. Sensor glucose value that triggered the suspend event 169 mg/dl. The customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found contact pad to be damaged unable to confirm customer received sensor in said condition due to customer returned opened or used.